Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Customer returned pump for an alleged crack in the keypad and exposed to fluid on event date on 24-jun-2025 pump received with blank display. Pump was cut open to perform visual inspection and found. Moisture damage damage was found on the internal lithium backup battery connector on j6/pcba 1. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, j6/pcba 1. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: cracked keypad overlay and pillowing keypad overlay. Cosmetic damage was confirmed at cracked keypad overlay and fluid in lcd for additional information regarding the tests performed refer to d00854230 ¿appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported water was coming out of the lcd and vrack on keypad of the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Instructed customer to revert to backup plan per health care professional instructions and to place pump in storage mode. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.